Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after the implant of an implantable pulse generator (ipg) system, the physician performed an x-ray and noticed that the right atrial (ra) lead had unscrewed in the device header. The physician could not screw the lead back during a revision surgery procedure. The implantable pulse generator (ipg) was replaced and the ra lead was successfully screwed back in the new device header. No patient complications have been reported as a result of this event.